Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 5x100mm absolute pro self-expanding stent (ses), during removal of the mandrel, the stent moved on the delivery system. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. Another absolute pro was used for the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported stent dislodgment. It may be possible that the mandrel was inadvertently grasped too tight during removal causing the stent dislodgment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.